Event description:
The user facility in korea reported the vitrectomy cutter moved and aspirated at 5000 cpm; however, it did not cut the vitreous. No pt injury reported.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted if any additional info is received. The sterilization and lot history records have been reviewed and found to be acceptable.